Manufacturer narrative:
Cmpl (B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The spouse reported that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced no symptoms. The cgm was reading low, and the blood glucose was not checked. The spouse took him to the emergency department (ed) where the bg was 180 mg/dl and the cgm was still showing low. The patient was given IV fluid and recovered after treatment. At the time of the call, the patient was alert with euglycemic bg. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient was asymptomatic. The reported glucose values fall within the c zone of the parkes error grid when checked in the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.